Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The ra lead was found dislodged. The ra lead was attempted to be repositioned, however once the helix was retracted and found a better spot, the helix wouldn¿t extend back out and attach to the tissue. It was confirmed via fluoroscopy. The ra lead was explanted. No additional adverse patient effects were reported.